Event description:
It was reported that the catheter fell out of the patient 2 days after the placement. As per the additional information received on 17sep2020 via email, from the ibc, it was stated that there was no visible defect observed.

Manufacturer narrative:
The reported event was unconfirmed, as the problem could not be reproduced. Visual inspection of the exterior of the sample did not find any evidence of a failure that would support the reported event. The catheter was inflated with air while submerged in water and noted no air bubbles leaked from the catheter. The catheter inflated with 10ml of water and performed a leak test. On the seventh day, the balloon was fully inflated with no signs of leakage. The catheter was dissected and inspected the rubberize layer and confirmed no leakage from the rubberize layer of the lumen. The returned sample had met specifications. The device did not failed to meet the relevant specifications. The product used for urological care. The product did not caused the reported failure. A potential root cause for this failure mode was unable to determine due to the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient 2 days after the placement. As per additional information received on 17sep2020, it seemed that there was no visible defect.